Event description:
An increase in pacing threshold and a decrease in impedance were observed at follow-up. Chest x-ray suggested the lead was sitting close to the edge of the cardiac contour, suspecting a possibility of rv cardiac perforation.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Observed high capture thresholds at one month post implant. Throughout implant duration observed increasing sensing and high thresholds.

Manufacturer narrative:
Analysis found the lead to exhibit normal electrical characteristics. All measured data were within product specification. The lead stiffness test was normal, and within product specification. An insulation abrasion at 56.7cm from the connector pin was noted. The insulation abrasion found is consistent with lead friction to another device.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 419 mg/dl and 127 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.